Manufacturer narrative:
Other text: two samples were received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the samples were filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A device history record (DHR) review was performed which revealed no non conformances were identified during manufacture. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information provided in d2. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the pump stopped halfway through the infusion with a smiths medical cadd cassette reservoir. It was reported that about 50 ml out of 100 ml was infused then a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported